Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Reportedly, the ipg was not communicating with external devices. Surgical intervention is anticipated.

Event description:
It was reported that the ipg was explanted and replaced. Therapy was restored following the procedure.